Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 1. The drain volume was 4385ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Event description:
Per user facility medwatch form, (B)(4), during a laparoscopic cholecystectomy procedure after dissecting the cystic duct and identifying the triangle of calot a clip was placed on the proximal cystic duct and it did not seat well. It was removed. Another clip was placed and again the same problem occurred suggesting there was a problem with the clip applier. When the second clip was removed, a tiny hole in the posterior cystic duct was created and bile could be seen flowing from it. Subsequently the surgeon dissected more proximal on the cystic duct to get below this small hole. Once this was done, a clip was placed proximally and regular clips were placed using another clip applier just distal to the clip.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.